Event description:
It was reported that the pt took off his audio processor at the night of (B)(6) 2012. The implant and the audio processor were functional before. The next morning the pt put on his audio processor again, but he no longer had access to sound. He tried 3 new batteries without success. No accident or pain were reported. The device had been tested by reverse trnaser function (rtf) during implantation surgery, and a response could be recorded. However, during an appointment on (B)(6) 2012, the rtf no longer showed any response. The audio processor was exchanged on that day, but there was still no improvement observed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report. See scanned page.